Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a visual inspection of the pump showed moisture corrosion in the battery compartment. No battery cap was returned with the pump; however a test cap was able to fully tighten on to the pump and maintain an electrical connection. The pump powered on; however the display screen was dim and discolored. The pump cover was opened and moisture was found on the printed circuit board and display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump was not delivering insulin. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.